Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus of 1.0 unit for breakfast; however, when the contact observed two additional bolus requests in the pump history. Reportedly, the contact alleged that the additional boluses had not been requested. The customer's blood glucose level was 150 mg/dl. Review of the pump data logs by tandem technical support showed that prior to each bolus entry, the pump screen had been successfully unlocked and the boluses had been delivered in units (and not carbohydrates values). Reportedly, the contact reported that the customer may have been playing with the pump and unintentionally delivered the additional bolus requests.